Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they tried to get in touch with the manufacturer¿s repre sentative (rep) to check the device, but hadn¿t heard anything back yet. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer stated that they met with manufacturer representative and patient's stimulator had been in place for 6 years and needed to be replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident which damaged their programmer and also turned the ins a half turn. The patient noted that the programmer would not turn on and was all 'bent up' but that they was not sure whether any damaged was done to the ins. A new programmer was sent to the patient and they were advised to get the device checked. No patient complications/symptoms were reported.